Event description:
It was reported that multiple instances of air bubbles were observed within the cartridge canister and tubing. Customer performed a supply change to address the issue. There was no adverse impact to the customer's blood glucose level. Reportedly, customer will continue to use the current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Mfg report# 3013756811-2025-06808 follow up #1 was submitted in error. No product was returned for investigation therefore no investigation conclusions available.